Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation and evaluation notes. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported event of b30 scope communication error was not confirmed during a three-hour run of the unit. However, e300 error was found. The e300 error can occur if the light guide is not connected properly. Furthermore, the lamp was over 500 hundred hours and a front panel crack was noted on the lower part near the scope socket. The b30 error presumably occurred temporarily due to dust and water droplets adhering to the electrical contact with the scope. In addition, loose connection cable with the processor or abnormality in the processor's board contributed to the cause. The instructions for use (IFU) states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer refused the troubleshooting assistance and opted to send in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurs when connecting a scope to the clv-190. There was no patient involvement, no harm or user injury reported due to the event.